Manufacturer narrative:
Additional information in section b5 the issue was resolved with the system configuration number format for the thousands and decimal separator was edited corrected from ¿comma and period¿ to ¿none and period¿. The alnty ci-series sys cnt serial #(B)(6)was deemed the likely cause for the issue and the subject of this investigation. Planned service was opened to address the installation of the software upgrade. However, the service history of the (B)(6)verifies no subsequent issues have been reported related to incorrect bhcg results post the scc software configuration correction was performed on the (B)(6)module on (B)(6)2022. General settings number format reverts to a default setting of "comma and period (1,000,000.00). In australia and new zealand, the majority of customers use the number format "none and period (1000000.00) due to the fact that many lis systems misinterpret a comma (,) as a decimal place (.). In this instance, the default setting was not manually reconfigured to none and period and the settings were not checked to ensure they were correct. This resulted in 3 positive bhcg patient results being incorrectly reported as negative. The field service engineer (fse) performed software installation (3.4.0) on the alnty ci-series sys cnt, serial # scm02623. The update failed during the qc run and would not re-boot. Because the 3.4.0 software failed, software recovery and reinstallation and alinity ci v3.3.x software disaster recovery was performed. Due to human error, the fse missed to follow the available manuals and guidances¿ instructed to reconfigure the number format. A product labeling review found the alinity ci-series operations manual provides detailed information on assay file installation and viewing and editing assay parameters including the default configuration for decimal separator. The alinity I total ¿-hcg reagent package inserts adequately address sample handling, performance characteristics, assay processing, and interpretation of results including detailed information on assay file installation and viewing and editing assay parameters. A review of historical data found no non-conformances or pncr¿s related to the current complaint. A review of tracking and trending did not identify any trends. A review of the alinity I/architect ia and alinity c/clinical chemistry product monitoring review scorecard found no trends of the alnty ci-series sys cnt with regards of the to the current issue. To date, there have been a total of 7,304 software 3.4.0 updates; of those 7,304 updates, including the current ticket there have been 4 total occurrences with the similar issue. Since (B)(6)2022 the following similar complaints were reported due to a software configuration issue: ¿ 225225ra1699296-country of origin australia ¿ 080080re1817639-country of origin belgium ¿ 106106fc1090971-country of origin germany ¿ 225226ra1769282- country of origin australia in all similar cases, the commonality is the service person had to reload system software using the disaster recovery procedure. The process of disaster recovery resets the configuration to its base settings. Therefore, the service instructions for disaster recovery and software installation will be updated with additional verbiage to reinforce the need to verify/update these fields after performing a software reload. Based on the investigation, no systemic issue or deficiency for the alnty ci-series sys cnt was identified. Systemic meaning the issue is not a recurrent issue of the system. All available patient information was included. Additional patient details are not available.corrected information in section h10.

Event description:
Additional information provided on (B)(6)2024 that the pregnant patient was distressed based on the false negative result that was reported. The patient was an in vitro fertilization (ivf) patient and had been told they were pregnant previously, and then based on this issue; they were told that they were not.

Manufacturer narrative:
The issue was resolved with the system configuration number format for the thousands and decimal separator was edited corrected from ¿comma and period¿ to ¿comma¿. The alnty ci-series sys cnt (B)(6) was deemed the likely cause for the issue and the subject of this investigation. The service history of (B)(6) verifies no subsequent issues post the scc software configuration correction was performed. Labeling was reviewed and found to adequately address the issue under review. A product labeling review found detailed information on assay file installation and viewing and editing assay parameters including the default configuration for decimal separator. The alinity I total -hcg reagent package inserts adequately address sample handling, performance characteristics, assay processing, and interpretation of results including detailed information on assay file installation and viewing and editing assay parameters. A review of historical data found no non-conformances related to the current complaint. A review of tracking and trending did not identify any trends. A review of the product monitoring review scorecard found no trends of the alinity system with regards of the to the current issue. Based the investigation, no systemic issue or deficiency was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a software issue on the alinity ci-series system control module in which the comma/decimal was incorrectly causing positive b-hcg results to be reported as negative results. Results provided: (B)(6) 2022 sid (B)(6)- result of 1,709 iu/l, transmitted to lis and comma misinterpreted as a decimal point with a result of 1.709 iu/l uploaded and adjusted by lis to report as <5 iu/l. (B)(6) 2022 sid (B)(6)- result of 1,317 iu/l, transmitted to lis and comma misinterpreted as a decimal point with a result of 1.317 iu/l uploaded and adjusted by lis to report as <5 iu/l. (B)(6) 2022 sid (B)(6)- result of 2,035 iu/l transmitted to lis and comma misinterpreted as a decimal point with a result of 2.035 iu/l uploaded and adjusted by lis to report as <5 iu/l. No harm came to any patients due to the results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sid (B)(6). All available patient information was included. Additional patient details are not available.